Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 (mg/dl). Customer stated they believe the elevated bg level was due to being on the 3rd day of their supply cycle. The customer changed supplies and delivered a bolus via the pump to address bg level. Reportedly, the customer's bg level stabilized. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.